Manufacturer narrative:
Concomitant medical products: 479888 lead, implanted: (B)(6) 2020; w4tr01 crt-p, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported one day post device upgrade that the right atrial (ra) and right ventricular (rv) leads exhibited out of range impedance warnings and polarity switch. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.